Manufacturer narrative:
Multiple unsuccessful attempts were made to obtain the device for evaluation. Multiple unsuccessful attempts were made to obtain the patient outcome.

Manufacturer narrative:
The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that while using an x-smart iq in conjunction with a propex iq apex locator, it was giving incorrect measurements. The event outcome is unknown as of this MDR evaluation.